Event description:
This letter is being sent to you regarding an event that was reported to (B)(6) on september 6, 2024. The reported event was that after removal of the uterus vaginally the v-care (third party) was reinserted. After re-insertion of the v-care vaginally, the cuff of the v-care injured the right uterine vessel, causing bleeding, and approximately 500mls of blood loss occurred. The bleeding was able to be controlled. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".